Manufacturer narrative:
Additional information: the device was manufactured between april 14, 2016 and april 16, 2016. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor device leaked. The event was further described as after filling the solution the leak was observed at the fill port. The event occurred prior to use; therefore, there was no patient involvement. No additional information is available.